Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to high, out-of-range shock impedances of greater than 125 ohms. The rv lead was successfully replaced, and the physician also elected to replace the device for normal battery depletion. No additional adverse patient effects were reported.